Event description:
The complainant stated the head up function is not working on the bed.

Manufacturer narrative:
The tech isolated the issue to the head up valve sticking. He replaced the head up valve to repair the bed.